Manufacturer narrative:
Physio-control received the following patient information from the customer and all sections have been updated accordingly: (patient identifier) indicates: (B)(6). (Age at time of event) indicates: 42 years. (Gender) indicates: female. (Event date): customer stated that the event date is actually (B)(6) 2019. (Other relevant history) indicates: seizure, fall, possible alcohol overdose. Patient was being monitored during the reported issue.

Event description:
The customer contacted physio-control to report that their device would not power on. It was also reported that several of the buttons would not function and there was an issue with the nibp. There were no adverse effects to the patient as a result of the reported issue. Physio-control has made multiple attempts to contact the customer in order to obtain additional information on the patient; however, no response has been received.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the main keypad assembly to resolve the issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not power on. It was also reported that several of the buttons would not function and there was an issue with the nibp. There were no adverse effects to the patient as a result of the reported issue. Physio-control has made multiple attempts to contact the customer in order to obtain additional information on the patient; however, no response has been received.